Event description:
This is an international report where a patient identified 1 cassette in which the overpouch was broken. There was no patient involvement, the product was not used. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). One sample were received by the manufacturing facility for evaluation. Visual inspection confirmed a small cut on the primary packaging of the transversal seal. The manufacturing facility has indicated this was caused by a failure of the packaging machine during manufacturing. An investigation was conducted by the manufacturing facility and corrective actions were implemented. Similar reports have been received; baxter will continue to monitor similar reports to determine if further actions are required.